Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server was down and not communicating.the customer stated that this malfunction occurred while dispensing the medication.however, there were no delays or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server was down and not communicating. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was down and was not communicating. A technical support specialist (tss) dialled into the server and found that the extract transform load (etl) had failed. The tss followed the knowledge article 'medes - etl arithmetic overflow error converting identity to data type int' to address the issue. The tss running the script select max(ID) from dbo. Sysssislog revealed the issue with the value 2,147,483,647. The etl ran successfully, and the health sight viewer error was also resolved. The system functioned as intended after the technical support specialist troubleshot the issue.